Event description:
It was reported that the "external catheter part crashed and blood loss, action change of the device. When issue happened, patient was on sedative, tube connections, ventilator, dialysis connected." Outcome: "no patient health issues."

Manufacturer narrative:
Received one 11.5f x 15cm silicone double lumen catheter. The arterial extension tubing is torn and the red female luer is missing. A review of the mfg records indicated that all device specs and quality requirements were satisfied. Products are 100% leak tested prior to shipment. We are unable to determine the cause or factors which contributed to this event. Medcomp has a corrective action requirement system in place through which we monitor types of failures and react appropriately when required.